Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger would not power on. The cause of the inability to power on a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's charger would not power on. The pt received a replacement battery charger.